Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 42-46 mg/dl to 400 mg/dl. The cause for the high bg was unknown. The low bg was caused by customer delivering an override bolus in addition to the auto bolus delivered by the pump's control iq feature. Reportedly, the customer required assistance from school nurse to treat elevated bg via a correction bolus, and low bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.